Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient result was obtained on a dimension® exl¿ with lm system. The discordant result was reported to the physician and questioned. The same sample was reprocessed on the same system. A higher result, considered correct, was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed loci high-sensitivity troponin I (tnih) patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl¿ with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (22-apr-2022): siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the dimension exl with lm instrument data. Hsc evaluation of the customer information and instrument data indicated that the erroneous loci high-sensitivity troponin I (tnih) result was obtained on dimension exl with lm system, serial number (s/n) 12251120 rather than dimension exl with lm s/n 12251119. Sections d and h4 were updated accordingly. Quality control and calibration were within acceptable ranges. No issues were noted with other patient samples indicating that the dimension exl system and tnih assay were performing acceptably. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00073 was filed on 19-apr-2022.